Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50 serial #: (B)(4) description: coveredge x 32, 50 cm 4x8 surgical lead model #: sc-4318 lot #: 20493685 description: clik x anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed a blood clot following an implant procedure which was believed not device related and the cause was unknown. The physician could not point to anything that happened during the procedure to cause or contributed to blood clot. The patient underwent an explant procedure and was doing well postoperatively.